Event description:
This case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number s7123h, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant), retching, cough and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the choking, retching, cough and product complaint were unknown. It was unknown if the reporter considered the choking, retching and cough to be related to sensodyne toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: on unknown date when she used the head of the toothbrush broke and due to this she almost swallowed it and this caused choking, severe cough and retching. Follow up information was received from quality assurances department on 09 mar 2019: the quality assurance department performed the complaint closure for issue (B)(4). The complaint would be closed as substantiated. No sample was available for further confirmation. Further tracked to the inspection and production records of this batch s7123h, no any abnormality was found. We found production data complied with the product specification and iso (B)(4). Based on the customer complaint history of this toothbrush, the brush handle broke around gating point of base handle. It might be break at this point when excessive force was applied. There are only few individual incidents reported on broken handle throughout the year.

Manufacturer narrative:
Argus case (B)(4). On march 9th 2019, the qa department performed the complaint closure for issue (B)(4). The complaint wil be closed as substantiated. No sample is available for further confirmation. Further tracked to the inspection and production records of this batch s7123h, no any abnormality was found. We found production data complied with the product specification and iso 20126. Based on the customer complaint history of this toothbrush, the brush handle broke around gating point of base handle. It might be break at this point when excessive force was applied. There are only few individual incidents reported on broken handle throughout the year. No more information was available at the time of this report.

Manufacturer narrative:
9615008-2019-00003 is associated with argus case (B)(4), sensodyne toothbrush.

Event description:
Choking. Retching. Severe cough. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne toothbrush) toothbrush (batch number s7123h, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started sensodyne toothbrush. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced choking (serious criteria gsk medically significant), retching, cough and product complaint. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the choking, retching, cough and product complaint were unknown. It was unknown if the reporter considered the choking, retching and cough to be related to sensodyne toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: on unknown date when she used the head of the toothbrush broke and due to this she almost swallowed it and this caused choking, severe cough and retching.